Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11: additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E1: initial reporter is j&j company representative. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H4 device history part: 07.702.016s. Lot no: 3j53621. Release to warehouse date: 01 sep, 2023. Expiry date: 01 sep, 2026. Manufacturing site: werk selzach. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformance"s were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a posterior thoracolumbar fusion (l1) for l2 vertebral fracture occurred on (B)(6) 2024. In the surgery, cement injection was scheduled for four fenestrated screws. The cement began pouring 12 minutes after the start of mixing. When the third screw was cemented, the cement viscosity had hardened considerably and almost no cement could be injected. Although the image appeared to show only a slight injection, the patient had osteoporosis, and the surgeon decided that the inadequate cement reinforcement could not be left in place. The screw was replaced and the cement was reopened and re-installed. The surgery was completed successfully with 30 minutes surgical delay. Patient is stable. . This report is for one vertecem v+ cement kit. This is report 1 of 1 for (B)(4). (B)(4) is linked to( B)(4). (B)(4) (synthes spine): cement. (B)(4) (depuy spine): screw.